Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump died. Customer stated that she just replaced the battery & she state when she presses a button nothing happens it was dead. Customer¿s current blood glucose was 101mg/dl. Customer performed troubleshoot for blank display but display did not return. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.